Manufacturer narrative:
Patient¿s weight was not provided. This medwatch report represents the pump exchange. The gi bleeding event is reported under medwatch MFR. Report 2916596-2017-01653. (B)(4). Approximate age of device ¿ 18 days. The pump was retained and will not be returned for evaluation; the hospital's pathology department will perform their own analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient presented with an ischemic cerebral vascular accident and an elevated lactate dehydrogenase level of 1012 u/l. The patient also experienced heart failure symptoms including shortness of breath, fatigue, and fluid retention. On (B)(6) 2017, the patient underwent a pump exchange. Approximately 27 days post pump exchange, it was reported that the patient had developed new onset, ongoing gastrointestinal bleeding. There was no prior history of gi bleeding while the first pump was implanted. The patient reportedly never left the ICU and expired due to a respiratory event on (B)(6) 2017. The information regarding the events leading up to the respiratory event were reported as "unclear". The patient received CPR but did not wish to be intubated.

Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported ischemic cerebral vascular accident and elevated lactate dehydrogenase level could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.